Event description:
The contact stated that control tests were performed using the contour meter and the results were high out of range. The meter memory showed results of 125 and 126 mg/dl. The control range is 90-125 mg/dl. Troubleshooting showed the system to be operating as designed and no adverse events were alleged. This complaint is to be reported per bayer's policy as the contact threatened legal action if any harm came to the customer. The meter is to be returned for evaluation, and a replacement meter will be sent.